Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka surgery for primary knee osteoarthritis with attune system. During the surgery, the surgeon could not insert the balanced sizer into the distractor at all. There was no adverse consequence to the patient. The surgery was delayed by 5 to 10 minutes due to this event. After the surgery, the sales rep confirmed there was multiple damages on connecting part of the devices. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: examination of the returned device was unable to replicated the reported event, however slight deformation was noted resulting in a tighter assembly. The noted deformation is consistent with normal use and servicing and the investigation did not establish a need for corrective action. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.